Manufacturer narrative:
(B)(4). Batch #: u94g98. Mechanical (g04) investigation summary: the er420 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining fifteen clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Possible causes for the found condition of the yielded jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred, so the clip was not fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.